Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that temperature sensing issue occurred. A intella nav oi catheter was selected for a atrial fibrillation procedure. During the procedure the temperature on the maestro generator was averaging 15-16 degrees celsius during ablation. The ablation settings were changed, checked the flow and all the other components and changed the cable to the catheter. Temperature issues were not resolved. The catheter was changed with another catheter of the same lot and the same issues were present. The catheter was exchanged to a different lot and the issue was fixed and the procedure was completed without patient complications being reported.